Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made. As reported due to the patient's symptoms he was evaluated and diagnosed post implant, with polymyalgia rheumatica (an inflammatory disorder causing muscle pain and stiffness around the shoulders and hips; the exact cause of this disorder is unknown.) The patient is also being assessed for giant cell arteritis (inflammation in the lining of the arteries, most often in the arteries in the temples). Many people diagnosed with polymyalgia rheumatica have also been diagnosed with giant cell arteritis. As reported the patient was told by his doctor that the mesh "looked good". At this time there is no connection that can be made associating the ventralex st hernia patch with the patients diagnosis / symptoms. Multiple attempts have been made to contact the patient requesting additional information, to date we have not received a response. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event mw5077948: on (B)(6) 2017 the patient was implanted with a davol ventralex st hernia patch and starting on or about (B)(6) 2017, experienced the following post operative symptoms. "Developed excruciating pain in shoulders and hips. Went to see doctor and was told the mesh looked good but couldn't explain the sudden pain in shoulders and hips. Went to see a doctor for shoulder and hips. Was given a shot for both with no relief. Went to family doctor, and wife asked about giving me prednisone to see if I had polymyalgia rheumatica which I did. I went to see a rheumatologist and it was verified. Now I am having a temporal biopsy because the rheumatologist feels I may have giant cell arteritis. Due to vision issues, headaches, face pain, temporal pain, dizziness."